Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A friend called on behalf of the customer to report that the customer was hospitalized due to high blood glucose levels, but also had low blood glucose levels. The customer's readings ranged from 22 mg/dl to the high 300 mg/dl. The customer treated with manual injections. The customer was admitted to the hospital on (B)(6) 2017 with a blood glucose reading of over 700 mg/dl. Customer's symptom was vomiting. Customer was wearing the insulin pump at the time of event, but it was taken off after going to the emergency room. Customer was treated with IV insulin. The cause of the event was due to diabetic ketoacidosis. The caller performed troubleshooting on the insulin pump and after performing the high pressure test, found that it failed. Customer performed the test again and it passed. Customer also performed the displacement and self-test. Nothing was replaced or returned.